Manufacturer narrative:
Manufacturer's investigation conclusion: the backup battery fault was not confirmed through this analysis. There was no log file submitted for review. The hm3 system controller, serial: (B)(6), was not returned. There were no pictures or additional documents provided. Additional information on 19aug2020 from the vad coordinator stated that the backup battery fault alarm was resolved by exchanging the backup battery which will not be returned for evaluation. The root cause of the reported event cannot be determined through this analysis. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported an emergency backup battery (ebb) fault. The patient woke up to a yellow wrench and back up battery fault alarm. The ebb was replaced in the clinic. The patient was stable and the vad was working as intended.